Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found reported issue was confirmed using system logs. During failure analysis, the issue was replicated, with the unit displaying c-51/c-00 errors on startup. Erbe logs also contained c-00 and m-18 errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of this issue is attributed to a faulty electrical component of the erbe generator.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that erbe integrated electrosurgical unit (iesu) energy activation was interrupted. The customer observed errors m-18 and c-51 in the logs pointing to the iesu issue. The customer power cycled the iesu, but the issue was not resolved. The customer elected to use forcetriad esu to complete the procedure. There was no reported injury.